Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported by a caregiver that the inserter needle of the abbott diabetes care (adc) device remained in the sensor which resulted to the customer experiencing pain. The customer was able to self-treat by removing the needle. There was no report of death or permanent impairment associated with this event.